Event description:
It was reported that a filter migrated through the heart to the right pulmonary artery. The patient presented to the ER with chest pains, shortness of breath, and hypoxemia. The filter was removed and was reported to be full of clot. The patient is fine.